Manufacturer narrative:
Product analysis: analysis was able to confirm the reported broken case, both the upper and lower cases were broken. Analysis also noted that the bail and ring attachments were missing, the battery drawer was damaged, and the batter contacts were contaminated. The device was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken case. The programmer was returned for service and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.